Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® vollure¿ xc in the marionette lines. Patient experienced vascular occlusion "shortly after injection". Hcp states blanching was noted on the injection site and discoloration at the injection site distal to the injection. Hcp injected the patient with 300u hyaluronidase at the time of injection and repeated the injection the next day. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.